Event description:
The suture was used during a cesarean section in 2000. Reportedly, the suture broke and the wound dehisced. The surgeon performed re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.